Event description:
It was reported that the customer was performing the breast biopsy procedure and was unable to complete successfully. The patient was not tolerating the hesitation occurring with the probe's inability to activate the cutter in 'sample' mode. The samples were reported as being 'choppy.' The doctor was unable to complete procedure due to clinical and mechanical issues. The doctor has requested to have the targeting kit and probe replaced. The doctor removed the probe and has also reported that the pillar post targeting kit was unstable and not locking down. The patient was unable to tolerate the procedure due to the longer than expected biopsy of over 60 minutes. There was no reason to reschedule or do an open biopsy due to the pre clinical condition of the patient. Bleeding of the tissue was present but no blood products were given.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and is being considered a malfunction.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in a mildly calcified superficial femoral artery, the fox sv balloon ruptured at 10 atmospheres during the first inflation. The catheter was removed and there was no adverse patient effect. No additional information was provided.